Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated 09/24/2014: in this case, the causal role of the suspect drug seprafilm cannot be excluded for the occurrence of the event of excessive amount of adhesions/extreme tenacious adhesions and practically involving the omentum and the bowel itself as a single unit, however the lack of info regarding the underlying medical history and the concomitant medications used by the patient precludes the complete case assessment.

Event description:
This unsolicited device case from united states was received on 09/16/2014 from a patient. This case is cross-referred with case: (B)(4) (cluster). This case involves a male pt of unk age who had excessive amount of adhesions/extreme tenacious adhesions and practically involving the omentum and the bowel itself as a single unit whilst receiving treatment with seprafilm. The pt had history of (B)(6), colostomy for gunshot wound. The pt's medical history also included presence of a percutaneous endoscopic gastrostomy (peg) site with a large amount of granulation tissue with no palpable abscess or foreign body (on (B)(6) 2012, peg site was treated with silver nitrate with good improvement). The pt experienced gastroparesis and underwent duodenum bypass surgery, with roux-en-y gastrojejunostomy, pyloroplasty and vagotomy. The pt also experienced persistent bilious vomiting, presence of superior mesenteric vessels syndrome and a blockage with significant dilation of the duodenum. It was reported that the small-bowel follow-through always failed to reveal the gastrojejunostomy as the major source of drainage from the stomach and still showed enlarged duodenum. No past drugs, concomitant medications or concurrent condition was reported. The pt had several allergies (unspecified, some of which are real and some only give mild side effects). On (B)(6) 2012, the pt was taken back to surgery with the intention of proceeding with duodenojejunostomy to bypass the area of possible obstruction. Reportedly, it was electric to put seprafilm. (Route, number of sheets, indication, lot number and expiration date: unk) both above the bowel and below and other areas. Reportedly, the pt had excessive amount of adhesions/extreme tenacious adhesions and practically involving the omentum and the bowel itself as a single unit which were expected due to the use of seprafilm. After 2 and 1/2 hours of cutting with a scale, trying to mobilise and small bowel, it was decided that it would have been futile and dangerous to proceed with duodenectomy. It was reported that during the surgery peg was reinserted with a gastrojejunostomy (gj) function where the jejunostomy tube was passed beyond he semi-obstructed area in midline. It was reported that the pt had to endure the second operation to attempt to correct the reaction to the seprafilm, which was avoided as it was considered dangerous and futile to proceed. Furthermore, the patient still had adhesions everywhere which were not as bad as they were initially. It was reported that the pt had allergic reactions in the hospital due to history of allergies. The reporter believed that he was not a good candidate for the use of seprafilm and was never told about the possibility of its use. Reportedly, the pt still had blockages from weeks which sometimes resolve with medication and sometimes only through liquid diet and total evacuation due to which the pt lost weight. It was reported that the patient was not able to conduct resemblance to normal life. Corrective treatment; not reported. Outcome: not recovered. Seriousness criteria: important medical event (ime).